Manufacturer narrative:
(B)(4). All affected equipment hsas been requested. The customer stated that the product will not be returned because they are doing their own investigation.

Event description:
Customer reported that sporadically with chemo infusions, there will be volume remaining at the end of the infusion period. There are primarily with etoposide and ifosfamide infusions. There is about 20-35 mls remaining for 1 hour infusions which is about a 8-10% underinfusion. There are primary infusions. They account for total volume by drawing up the medication and diluent with a syringe and putting them into an empty bag. They say that the sets are properly loaded and that the containers are about 20 inches above the pump module. There was no pt harm and no medical intervention was required. Customer stated that no further pt or event details are available.